Event description:
Found during inspection. According to the reporter, the device is displaying a service icon.

Manufacturer narrative:
Physio-control replaced the device and is currently investigating the reported incident.